Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The difficult to open and close was not confirmed. The difficult to remove is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it is likely tissue, vessel or suture was caught by the foot during closure. This may occur if the foot is in the access site or suture does not free from foot enough during harvest. The foot was opened and reclosed successfully demonstrating no device issue. The reported patient effect of dissection and hematoma are listed in the perclose prostyle instructions for use, as a known patient effect of use with suture mediated closure device procedures. There is therefore no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 7f sheath hole prior to a percutaneous coronary intervention (pci) procedure. Reportedly, the footplate of the first prostyle device didn't retract and became stuck in the anatomy. The physician was eventually able to get lever down and remove the device. The footplate of the second prostyle device also didn't retract and became stuck in the anatomy; however, the physician unable to get lever down. Thus, the physician broke open the second prostyle device to close the foot, allowing it to be removed from the anatomy. There was a slight tear to the artery/subcutaneous tissue and a hematoma had formed, which was treated via manual compression. Manual compression was used to achieve hemostasis and the procedure was continued in the left groin. The sutures of two new prostyle were successfully pre-placed in the left groin. The sheath was upsized to a 14f sheath and the pci procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures in the left groin. There was a reported clinically significant delay in the procedure. No additional information was provided.